Event description:
The patient was noted to have pseudoseizures as well as 'other medical issues'. The last two times the patient was in a clinic, she had experienced seizures. The patient visited the clinic on (B)(6) 2012 and had a seizure. Also, in regards to the (B)(6) 2012 clinic visit, a pump alarm occurred and the reservoir 'was pretty much empty'. Later on (B)(6) 2012, the patient had another seizure in the clinic. The patient later became pregnant following the episodes of seizures. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8590-9, lot # n206958, implanted on: (B)(6) 2010, explanted on: unknown. Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown, catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4) dacron pouch, lot # 0n253792, implanted on: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the pump was emptied and filled with preservative-free normal saline for the duration of the pregnancy. In addition, the pump was repositioned on (B)(6) 2012, as the patient¿s belly grew with the pregnancy and the patient was ¿kind of large to begin with¿. It was also indicated that the pregnancy was normal and the baby was born healthy and normal with no defects or difficulties during or after the pregnancy. Lioresal was added back into the pump on (B)(6) 2013.

Manufacturer narrative:
(B)(4).